Event description:
Complainant alleged that while attempting to monitor a pt, the device's screen blanked out. The clinicians used the recorder on the device to continue monitoring the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.